Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported patient called stating the pump is alarming no disposable. Pump silenced and settings reviewed. Not restarting, not able to power off. Patient was instructed to take batteries out, restart pump, not restarting, still alarming no disposable. Instructed patient to power pump off/take batteries out, remove cassette from pump, massage air bubbles out of tubing, tap cassette lightly on hard surface, reattach cassette, put batteries back in, start pump, pump not able to restart, alarming no disposable. Patient instructed to keep tubing clamped close to port and take batteries out of pump. Instructed to call facility now. There was no patient injury reported.

Manufacturer narrative:
Other text: no product was returned for evaluation. The reported event could not be verified or confirmed. The investigation indicated that the most probable, but unconfirmed, cause to be a faulty downstream occlusion sensor. Service history review identified this device has not been in for service previously.